Manufacturer narrative:
The downloaded data shows that an 0x14 occlusion alarm and timeouts were generated during the device's run. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and the rerun data did not return the occlusion alarm that was present in the original data, however, timeouts were still present. Blood was observed in the reservoir, however, no blockage was noted and fluid was seen passing through the fluid path and exiting the distal tip of the soft cannula during a fluid pass through test. The components of the fluid path and drive mechanism were carefully inspected, and no damages or defects were found that could contribute to the occlusion alarm or timeouts. The hook post spring was also inspected and no abnormalities were found that would cause timeouts. In addition, the slide retract and linkage assembly seen through the top housing were observed to be not fully retracted causing the formed needle to be exposed. After the top housing of the device was removed, the slide retract and linkage assembly were seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference occurred between the linkage assembly and top housing. No other damages or defects were found with the device that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 374 mg/dl while wearing the pod between 4 and 24 hours. Patient experienced an occlusion alarm with this pod. As treatment, a new pod was applied.